Event description:
It was reported that the patient currently had to go to a rehab clinic with her husband. It was noted that "they" were trying to hook up a (B)(6) phone recorder and it was observed that the recording device triggered her system and interfered. It was noted that the reporter did not know what problems this caused the patient but ¿it did.¿ it was further noted that this occurred 1-2 months ago. The reporter stated that they did not think the patient should be in "this" rehab place because of the problems that it caused.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 355029, lot# n0043242, implanted: (B)(6) 2006, product type: accessory. Product ID: 3998, lot# v002777, implanted: (B)(6) 2006, product type: lead. (B)(4).